Manufacturer narrative:
(B)(4). Evaluation code conclusion: 24 - off-label, unapproved, or contraindicated use (iliac limb diameter).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal neck was 31-26mm in diameter and 47mm in length. The left common iliac artery was 7mm in diameter and the right common iliac artery was 12mm in diameter. The right external iliac artery measured 8.7mm in diameter and the left external iliac artery measured 5.5mm in diameter. It was reported that during the index procedure, resistance was felt when trying to advance the delivery system, per the physician it was due to severe calcification. The delivery system was successfully delivered however, upon final angiogram, a proximal type I endoleak was identified. The physician commented that the sealing zone of the proximal aortic neck was severely calcified, so the event was an acceptable result. No additional clinical sequelae were reported and the patient is fine.